Event description:
Health professional reported that during injection in the forehead with juvederm ultra plus the patient began to develop "slight blanching" to the right side of the forehead, which "resolved very quickly" after massage and warm compresses "and became pink." Upon injecting the patient's left side, initially "no blanching occurred" and "the area remained pink and flushed." It was reported that oral flucloxacillin 500mg qd and bactroban ointment were prescribed for the patient the same day and that the patient was instructed to "leave forehead alone to settle and [to] report any reaction post injection technique." Health professional additionally stated that by "the next day the left side had progressively worsened" and that "bruising" [not otherwise specified] and the possibility of "occlusion" [reported with "?"] Were also reported.

Manufacturer narrative:
Medwatch sent to FDA on 08/08/2012. Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.